Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the physician was replacing a permanent haemodialysis catheter of a patient (75 year-old), in theatre. He remo ved the perm cath and wanted to insert a vascular large bore catheter femoral. When using the guidewire, the guidewire bent on resistance. The surgeon suspected possible clots. He then removed the unit and opened a second unit at a different insertion site success fully. It was reported the patient is fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the physician was replacing a permanent haemodialysis catheter of a patient (75 year-old), in theatre. He remo ved the perm cath and wanted to insert a vascular large bore catheter femoral. When using the guidewire, the guidewire bent on resistance. The surgeon suspected possible clots. He then removed the unit and opened a second unit at a different insertion site success fully. It was reported the patient is fine.